Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is assumed that parts on the printed circuit board deteriorated over time due to repeated use for a long period.

Manufacturer narrative:
An olympus representative worked with the customer to troubleshoot the issue without success. The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A corroded pip connector was found and a faulty board causing the no image issue. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a video system center had no output on any of its signals. There was no patient involvement or injuries reported. No additional information has been obtained.